Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the device was functionally / visually tested according to the functional assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to the rear housings are separated from the mid-plate apart and the trigger screw loose. Investigation is based on the assessment performed by the complaint technical investigator. The device failed the following pre-repair diagnostic assessments: 4.6: visual assessment : fail. 4.12.1: intermittent test assessment: n/a. 4.13: final assessment: scrap. The kincise surgical impactor was visually and functionally assessed and determined to operate. However, the rear housings are separated from the mid-plate apart and the trigger loose. The rear housing separating from the mid-plate is due to the trigger screw coming loose consistent with normal wear. The kincise surgical impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. Also, the trigger screw unfastened all the way and fell out, consistent with continuous use of unit in its current state. The most relevant root cause is linked to normal wear. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: if the device is unable to complete the surgical procedure due to decreased power or intermittent operation or fails to meet the criteria defined in the inspection and functional testing section, it has reached its end of life and shall not be used. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unknown procedure, it was observed that the impactor device disassembled itself during impaction; and then continued to fire without engaging the trigger. There was an unspecified delay in the surgery. It was not reported if there was a spare device that was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.